Event description:
Three days post procedure, the patient became diaphoretic and hypoxic, the venous sheath pigtail was accessed to draw stat labs and air was aspirated from venous sheath pigtail. A dead ender cap was placed over sheath and it was then removed.

Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6, h11. One 6f fast-cath introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The cap was removed, and the seal was inspected. No damage was noted to the hemostasis seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.